Manufacturer narrative:
The reported event of implantation of the valve subsequent to its expiration date was confirmed. The device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including product sterilization prior to release. Based solely on the device history record, the reported incident date of (B)(6) 2018 was after the use by/use before of 17 december 2017. As a result of this finding, abbott is performing further investigation. Information from the field indicated the valve had been given to the customer as a demonstration valve.

Event description:
On (B)(6) 2018, a 29mm biocor mitral valve sn (B)(4) was implanted. The patient was discharged. In (B)(6) 2018, the patient presented with a paravalvular leak (pvl) and required reoperation to address the pvl. Following surgery, the patient was reported as stable. During the course of investigation of the pvl, it was noted that the initial valve was implanted 38 days after the use by date.